Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records for this lot has been requested. Placeholder.

Event description:
Device report from synthes (B)(4)reports an event in the (B)(6) as follows: it was reported on (B)(6) 2013, during a tfn insertion, the blade would not advance fully. The surgeon tapped in the blade, following the surgical technique. The connecting screw 357.377 that joins the blade to the impactor 357.372 snapped. This meant that the blade was still attached to the impactor with no way of unscrewing the connecting screw and disengaging the blade. This resulted in an increase time in surgery to extract the blade and replace it with another. It should be noted that the surgical technique was fully adhered to. The case went on for another 35 minutes. On (B)(6) 2013, the broken screw was received and the lot indicated on device. Only the broken connecting screw will be coming back. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
DHR: there were no mrr¿s, ncr¿s, or other complaint related issues associated with this lot.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the additional evaluation are as follows: the device was analyzed for conformance to print specifications. The device history record was also researched. No abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture face is homogenous, which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. At the top of the head are strong marks of hammer blows all over. At the shaft above the thread and as well at the upper part of the thread itself are heavy marks from any tool visible, these marks make the thread non-functional. This is indicative of excessive use in combination with wear and tear.